Manufacturer narrative:
The returned handle was mechanically inspected and found to output torque above its specification limit. The root cause cannot be determined at this time. A review of the manufacturing record did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage. Reference report 3003853072-2017-00066.

Event description:
It was reported that a driver broke within surgery. An alternative driver was used to complete the procedure. There was a delay of 1.5 hours, but no patient injury was reported as a result of this event. This is report two of two for this event.